Event description:
It was reported that a sensor failure after warm up occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient experienced failed sensor after warm up. It was reported that the patient was hospitalized due to multiple health issues. The reporter was not sure if dexcom was direct or indirect cause of the event. The dexcom sensor was continuously failing, and the patient was not getting enough insulin from his pump, so they decided to go to the hospital. The patient did not experience any symptoms. The patient was hospitalized, and they took a blood glucose reading which was 33 mg/dl. The patient did not remember the treatment provided and just reported that it was IV insulin even though the event was hypoglycemia (33 mg/dl). The patient was discharged after 4 days. At the time of the report the patient was at home and doing well but needed physical therapy due to his blood pressure and he is also a cancer patient. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.